Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(4) 2016; log dates through (B)(6) 2016: power consumption above normal operating range. Additional notes: 3 low flow alarms have been logged at the following times: (B)(6) 2016 at 00:32:26, (B)(6) 2016 at 00:35:34, (B)(6) 2016 at 00:36:21. The low flow alarm limit is currently set to 2.0 lpm. A rise in power consumption has been logged starting february 1, 2016 to a peak of 3.1 w on (B)(6) 2016 outside of normal power consumption. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the nurse practitioner that the patient has evidence of hemolysis with hemoglobinuria and a rise in ldh to 1900 from baseline of 600. It was stated that the log files revealed increase in power and flow outside of normal operating range. It was stated that the patient has been in therapeutic range with inr and adequately suppressed on asa 162mg. On (B)(6) 2016, the site added plavix at weight appropriate dose and heparin. On (B)(6) 2016, parameters were still outside of normal operating range. It was stated that the patient has received tpa infusion 0.03mg/kg/min for roughly 8 hours until hvad parameters returned to baseline. Patient is under continues monitor at this time. It was reported that the patient is stable and awaiting discharge to home. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a high power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Received 2/29/2016 rh, rn addl info: patient was said to have been hospitalized on (B)(6) 2016 due to concerns for fever, but did not have a fever on admission. It was stated that the patient remains hospitalized, but that the lysis resolved the issue with the high powers. Steroids due to eosinophilia. The information for use states: safety and effectiveness in persons less than 18 years of age and in persons with a bsa of less than 1.5 m2 have not been established. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.